Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 29mg/dl. The customer states they were treated and released with high blood glucose levels. The customer states they were monitoring their blood glucose levels and were more concerned over meter not working. No further assistance provided at this time.